Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: 1. Could you please provide device information (product code/lot#/batch#)? 2. If is not available, could you please specified if was a powered or manual device? 3. "The anastomoses wasn't formed" , did the device cut? 4. Was the cut line fully circumferential around the target tissue? 5. If the device fully cut, were both tissue donuts present? 6. If the device fully cut, were both donuts complete? 7. "The staples didn't capture the tissues", were there any staples missing from the staple line? 8. What was the shape of the staples (b-formation, irregular, legs straight)? 9. Was there any patient consequence as a result of the procedure being prolonged? Response: 1. Unfortunately the incidence took place and the stapler was very quickly discarded afterwards I couldn t collect such information. 2. Manual device. 3. No, the cutting washer sound was heard, but the stapler didn t cut nor form a staple line. 4. There was no cut line. 5. Since there was no any cutting action, no donuts were formed. 6. They weren t even formed, so they weren t complete. 7. The staple line wasn t formed, nor the cut line, the stapler failed to capture the tissues and cut them. 8. Opened staples around the tissues. 9. Fortunately, it was handled by the surgeon and thankfully no consequence was seen. The device was discarded by the hospital after the or very shortly.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, there was failure of circular stapler. After forming the pursed string and positioning the staple firing and hearing the cutting washer we found out that the anastomoses wasn't formed and the staples didn't capture the tissues. Procedure was delayed 60 minutes. No patient consequence reported.